Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure, it was observed that, while drilling the suture holes in the skull, the tip on the cutter device broke after drilling ten holes. There was no broken fragment in the patient¿s body. There was a five minute delay to the surgical procedure. It was unknown if a spare device was available for use. The procedure was completed without issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device history review: the device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device external features of the returned cutter were visually inspected and observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive lateral side to side force, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.